Manufacturer narrative:
Name and address- phone: (B)(6). Occupation- supply coordinator. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the baskets of three ncompass nitinol stone extractors would not open when testing the devices prior to an unspecified procedure. One of these three devices is reported under patient identifier (B)(6). A fourth device was opened, and the procedure was successfully completed. No adverse effects to the patient have been reported as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, the baskets of three ncompass nitinol stone extractors would not open when testing the devices prior to an unspecified procedure. One of these three devices is reported under patient identifier (B)(6). A fourth device was opened, and the procedure was successfully completed. No adverse effects to the patient have been reported as a result of this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual and functional test of the complaint device was also conducted. Two of the products from the reported lot and incident were returned to cook in their original packaging. Device #1: the returned device had a basket that was closed and could not be opened. The basket sheath was no longer to secured to the yellow support sheath. The cannulated handle was protruding 12mm from the distal end of the handle. The collet knob was tight. An unknown substance was observed on the end of the basket sheath. Device #2: the returned device had a basket that was closed and could not be opened. The basket sheath was no longer to secured to the yellow support sheath. Unknown matter was found along the basket sheath. In response to this incident cook completed a review of the device history record (DHR). The DHR for the reported lot concluded that there are no non-conformances related to this incident. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ncompass nitinol stone extractor was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Both devices were found to have baskets that were closed and could not be opened, confirming reported issue. For both devices, the basket sheath was no longer secured to the yellow support sheath. Both devices had an unknown substance on them, indicating the devices may have been used. The cause for the separation of the sheaths could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.